Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the reporter stated that the clave additive port snapped off. There was unknown patient involvement but no patient harm reported.

Manufacturer narrative:
D9 - date returned to mfg: 3/6/2025. Received one (1) picture showing the partially torn semirigid adapter still attached to the port on the lid of the burette and the clave. Received one (1) used list #142730490 plum burette set. As received the blue clave was observed to be partially separated from the burette. The semirigid adaptor was torn. The deformation on the area of the break showed beach marks with smooth sections and was at an angle, typical of a bend break. The complaint of breakage can be confirmed. The probable cause is due to an unintentional bending force applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.